Event description:
Patient reported adverse event/pump issue (crono pump sn: (B)(4)) patient stated that she mixed remodulin late tuesday (about midnight) but forgot to change clave which was due to be changed. She noted on wednesday mid afternoon that she was having difficulty breathing and noticed that she had never turned on her pump after mixing the previous night. She started the pump, but then at ~ 7pm it started beeping with screen read occlusion. She checked to make sure the line was not kinked and didn't know if the fact that she didn't change the clave might be causing this. She remixed and hooked up her alternate pump, but was also concerned about a clot in the line as the infusion had been stopped for ~15-16 hours so she contacted the on call md who advised her to go to the hospital. Her line was assessed (they were able to get a blood return) and patient was sent home. Her infusion has been running without incident ever since. Although patient did experience severe headaches about an hour after the remodulin infusion was restarted with the alternate pump. Patient to be shipped replacement pump today with pump return box to return malfunctioning pump.